Manufacturer narrative:
H6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that tested mir report reconstruction using software version 4.3.0.1. Performed a 2x ssd 3dls scan with screw 25 in constituent image 2 and carried out mir reconstruction. Field service engineer noticed that the tip of the mir appeared off, so used the accuracy spreadsheet to calculate the accuracy. The measured accuracy for the tip was 2.01 mm. No patient was present at the time of the event.

Manufacturer narrative:
H3) the software investigation found that software issue confirmed. MDR codes: b01, c10, d14. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version:4.3.0, additional info: updated d4 (system serial no). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.